Event description:
It was reported that the customer was hospitalized due to high blood glucose of 32.7 mmol/l and borderline diabetic ketoacidosis. The customer's ketones were 3.4. The customer was wearing the insulin pump at the time of the hospitalization. The customer was in an accident and they were the driver at the time of the accident. They were released the next day, after being stabilized. The customer reported that their insulin pump alarmed motor error a couple of months ago during basal delivery. The customer stated that they could smell insulin. The customer's blood glucose at the time of the report was 7.4 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.